Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/15/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round high profile 420cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent removal and replacement with a mentor smooth round high profile 420cc saline prostheses on (B)(6) 2018. The patient fully recovered with no residual effects. The device was received at mentor without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination, the product evaluation team observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed one leakage site; a rent measuring approximately 0.1 discovered cm on the anterior view. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. The product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The complaint of deflation was confirmed since a rent was found on the device. At this point it is not possible to determine the origin of the brown material observed. The device history record (DHR) for the lot number 7414551 was reviewed on 6/6/2018, and it was verified that the device was manufactured in accordance with documented specifications and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round high profile 420cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent removal and replacement with a mentor smooth round high profile 420cc saline prostheses on (B)(6) 2018. The patient fully recovered with no residual effects.